Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the medium tortuous and medium calcified iliac artery. A non-bsc guide wire was advanced into place and the lesion was pre-dilated. A 7 x 150 x 130 innova¿ was then advanced contralateral over the guide wire to the lesion. Deployment was initiated via the thumbwheel when the physician felt significant resistance. The pull grip was then used to try to complete the deployment of the stent with no success. The stent was withdrawn out of the patient and it was noted that the stent was partially deployed. The physician attempted to deploy the stent outside the patient, but could only deploy it partially. The procedure was completed with a different stent. The patient was stable with no complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer sheath, mid-shaft, inner liner and the remainder of the device were checked for damage. Visual examination showed slight buckling at the nosecone and .5cm from the nosecone. The stent was partially deployed 3cm from the tip. The stent was deployed and the stent deployed as designed. It was also noticed that there were no traces of blood on the device. The device looked to be never inserted into the body. The handle was not opened due to the device functioning as designed with no issues. The partial deploy could not be confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was further reported that the stent did deploy a little when the physician withdrew it from the patient. The thumbwheel and the pull grip were both attempted to deploy the stent while it was inside the patient.